Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lap. Lar. The stapler was unable to fire. A new reload was used to complete the case. The patient was alive with no injury.